Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok had a scale marking issue. The following information was provided by the initial reporter: the scale comes off as soon as you hold the syringe in your hand with gloves. When did the incident occur? During use

Event description:
The scale comes off as soon as you hold the syringe in your hand with gloves. When did the incident occur? During use.

Manufacturer narrative:
One photo of a 1ml luer-lok syringe was received and evaluated. The image shows an opened box of 1ml syringes all packaged with one loose syringe taped to the box flap with all the scale markings missing. The condition observed is non-conforming per product specification. Potential root cause for the scale marking missing defect is associated with the marking process. A device history record review was completed for provided lot number 3285568 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.